Event description:
It was reported that during an interventional stenting procedure in a concentric, moderately tortuous, moderately calcified, proximal left anterior descending coronary artery, a non-abbott stent was implanted. The nc trek 2.25 x 12 mm device was prepared per the instructions for use and was advanced on a non-abbott guide wire, to the lesion without resistance. An inflation device was used and upon the first inflation to 12 atmospheres, the balloon ruptured. The device was removed from the patient anatomy without resistance. The post dilatation was completed with a non-abbott device. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.